Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that the patient noted that his knee felt unstable post implant of a right mega prosthesis. X-ray had shown that the construct had disassociated at the femoral stem distal femur junction. Surgery was required to impact the prosthesis back together again.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. A procedure to re impact the devices together was completed on (B)(6) 2017.

Event description:
It was reported that the patient noted that his knee felt unstable post implant of a right mega prosthesis. X-ray had shown that the construct had disassociated at the femoral stem distal femur junction. Surgery was required to impact the prosthesis back together again.